Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion damage can lead to increased heat production due to increased friction between the two surfaces of the moving parts within the device.

Event description:
The micro sagittal saw was sent for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.